Manufacturer narrative:
A device history record (DHR) review of lot 17662421 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a non-cordis sheath was inserted and a saber rx (8mm4cm155) percutaneous transluminal angioplasty (pta) was used for a pre-dilatation. However, it ruptured by calcification at outside of the sheath. Therefore, it was replaced with a new saber pta of a different size. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness was unknown. The vessel was calcified. The rate of stenosis was unknown.

Manufacturer narrative:
Complaint conclusion: as reported, an 8x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) was used for a pre-dilatation. However, it ruptured by calcification outside of the sheath. Therefore, it was replaced with a new saber pta of a different size. The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness was unknown. The vessel was calcified. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). The access site location was the inguinal region with a non-cordis sheath. There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. A boston scientific inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. The balloon did not inflate normally. The balloon was not inflated. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17662421 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified) or concomitant device factors may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a non-cordis sheath was inserted and a saber rx (8mm4cm155) percutaneous transluminal angioplasty (pta) was used for a pre-dilatation. However, it ruptured by calcification at outside of the sheath. Therefore, it was replaced with a new saber pta of a different size. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness was unknown. The vessel was calcified. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). The access site location was the inguinal region. There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. A boston scientific inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. The balloon did not inflate normally. The balloon was not inflated. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.